Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event.the reported patient effects of intimal dissection is listed in the xience prime everolimus eluting coronary stent system, instructions for use as known patient effect of a coronary stenting procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, moderately calcified, 90% stenosed, distal, left anterior descending (lad) coronary artery. A 2.75 x 23 mm xience prime stent delivery system (sds) was advanced to the lesion and the stent implant was successfully deployed at 10 atmospheres. Following stent deployment, a distal edge dissection was observed. A new 2.50 x 15 mm xience prime stent implant was successfully used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.